Event description:
It was reported that the bed exit local alarm was not functioning due to a damaged scale board connector pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.